Event description:
It was reported that an alert sounded for noise and oversensing on the right ventricular lead. There may be a possible fracture of the lead. Electromagnetic interference is also a possibility. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - we did receive performance data collected from the device and have analyzed the data. Analysis showed four episodes of oversensing showing slightly noisy electrograms. No large deflections. Patient has between 5 and 40 ventricular short interval counts per day based on cardiac compass data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314vrg ICD, implanted (B)(6) 2014. (B)(4).